Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05105. It was reported that shaft break occurred. The target lesion was located in a coronary artery. Two guidezilla¿ ii 6f long guide extension catheters were selected for use. During the procedure, it was noted that a separation occurred between the hub and the extension portion of the guidezilla¿ ii that connects to the hypotube. The device was able to be removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces and were bloody. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed and noted a complete separation at the collar, collar damage (bent collar), numerous kinks in the distal shaft, and tip damage (dented/abrasion). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05105. It was reported that shaft break occurred. The target lesion was located in a coronary artery. Two guidezilla ii 6f long guide extension catheters were selected for use. During the procedure, it was noted that a separation occurred between the hub and the extension portion of the guidezilla ii that connects to the hypotube. The device was able to be removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.